Event description:
It was reported that the customer had wasted a few insulin sets due to bent cannulas and incidents with high blood glucose levels. Customer did not receive any no delivery alarms. Customer stated that they are able to change the set out before their blood glucose levels get to a concerning level. Customer declined a transfer to the helpline. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)